Event description:
Edwards received information that this annuloplasty ring, implanted approximately three (3) months, was explanted due to mitral valve insufficiency, secondary to ring dehiscence. The explanted device was replaced with a model 6900ptfx 27mm. Per the physician, the dehiscence was related to patient factors and not related to a device malfunction. There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
The device was received for analysis. The clinical observation of dehiscence could not be confirmed. As received the ring exhibited minimal host tissue overgrowth and suture threads were evident in the sewing ring. No visible damage to band was observed in the x-ray. Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case it was reported that the dehiscence was related to patient factors. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative the device has not been received for analysis. Based on the information received, there is no allegation of a device malfunction. The device history record was reviewed and confirmed that this device met all manufacturing specifications for product released to distribution. Should the device be returned for analysis a supplemental report will be filed.